Event description:
It was reported via clinical trial patient (B)(4): (B)(6) experience, dysphagia. Relationship to study device: blank.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6), (B)(6) hospital, sex: female, age (at time of consent): 29 years, model: lxmc14, device lot number: 29087, date of surgery: (B)(6) 2022, adverse event term: dysphagia, site awareness date: 02 jun 2022, dilation performed: yes, indicate type of dilation? Pneumatic, date of dilation: (B)(6) 2022, diagnostic intervention: yes, diagnostic imaging: yes, drug therapy: yes, outcome : blank - recovering/resolving. Relationship to study device : blank - probable. Is the adverse event serious? (If yes, check all that apply) : blank - no. Severity : blank - moderate. Relationship to study procedure : blank - probable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 7/5/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 29087, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025 corrected data d4: UDI# additional information: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form.: blank => no if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank => index.